Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 18979353/18979352.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and will not be returned.